Event description:
During an in clinic follow up, the device did not take automatic electrical measurements of the device as anticipated. Technical support was contacted and confirmed the event. Manual mode was used to perform the electrical measurements. The patient was stable and will continue being monitored.